Manufacturer narrative:
After battery installation, all keypad button did not respond to keypad presses due to unlock keypad connector. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify error 63, low battery alarm, time or clock anomaly due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after auto test. Customer stated that the insulin pump's keypad was unresponsive even when customer pressed different buttons the screen remained turned off and the alert red light still blinking after a few attempt. Customer reported that buttons were taking too long to answer the command and time clock advance. Customer was able to clear the alarm successfully. Customer was able to complete insulin pump rewind. Customer also reported that insulin pump's battery was lasting less than expected. No harm requiring medical intervention was reported. The device will not be returned for analysis.